Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete foreign country: belgium. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during pm the motor speed was unstable, calibration issue, broken switch and corroded motor. There was no patient involvement. Due diligence is in progress. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Review of the most recent repair record determined the motor speeds were unstable (signs of corrosion), the switch was damaged, and the device was out of calibration at the 0 reading. The motor and switch were replaced and the device was recalibrated and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.